Manufacturer narrative:
Examination of the returned device confirms the reported event of a damaged/missing balseals. (B)(4) recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The attune surface trial springs are damaged and missing springs. Update feb 3, 2016. Upon product evaluation ((B)(4)) was returned with a missing balseal. Product ((B)(4)) was returned missing both balseals. Product ((B)(4)) was returned missing one balseal. Product ((B)(4)) was missing a balseal. Product ((B)(4)) was returned with the balseals intact with interior gouging on the trial. Product ((B)(4)) was returned with both balseals intact but damaged and no pieces missing.